Manufacturer narrative:
A good faith effort (gfe) was performed to clarify if the speaker produced sound, and it was provided that there was no sound from the speaker. The case was cancelled per the customer request. It is unknown what caused the issue or how it was resolved. The cause of the reported problem is unknown. The reported problem was not confirmed. Philips is unable to confirm the final disposition of the device, because the customer cancelled the request. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the loudspeaker is broken. It is unknown if the device was in use at the time of the event. No adverse event was reported. The onsite work order was cancelled.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.e1: reporting address state: (B)(6). E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).